Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge using the tandem-provided usb cable and wall adapter, despite attempting to charge using multiple wall outlets. There was no reported adverse impact to the customer's blood glucose (bg) level. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after using replacement charging supplies; however, no additional information could be obtained.